Event description:
Boston scientific (bsc) crm received info that this pt was seen in the clinic one month post the implant procedure. Intermittent capture was noted in the atrium with this right atrial (ra) lead. The physician noted the pt was exhibiting significant ectopy. The physician was able to successfully reposition the ra 4135 and it currently remains in svc.